Event description:
Traction removal could not be performed since the dome was too hard. The indwelling period was 182 days. The user cut the catheter and removed the dome endoscopically.

Manufacturer narrative:
The complaint of the retention dome being "too hard" during traction removal is inconclusive. The complaint incident could not be replicated in the laboratory setting. Gross visual microscopic examinations and tactile examination showed no evidence of a defect or deformity related to the manufacturing process. The complaint sample was compared to a non-complaint sample and showed no significant difference in the silicone material of the retension domes. The dome that was returned was stained yellow and encrusted with residual material. A chr is not possible, as no manufacturing lot number information has been provided by the complaint.